Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump was beeping for long periods of time. The customer's blood glucose level was 196 mg/dl. Her keypad was unresponsive and the insulin pump had a crack just outside the screen. She was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
No unexpected audio/beep anomalies noted during testing. Insulin pump vibrated during self test, two normal vibrations noted. Insulin pump passed displacement test and self test. All buttons functioned properly. However, insulin pump had moisture damage on keypad traces noted during visual inspection. Insulin pump had a cracked case at lcd window corners noted, cracked lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and stained end cap sticker.